Event description:
It was reported that four pumps alarmed for air in line when trying to load three individual sets into the pumps. The pumps would not accept the accuslide. The delay in delivering the medication required an IV push of glucose to be given to off-set hypoglycemia.